Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber has pushed forward in metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 84,612 joules of use and 11:18 minutes, "cap loose" was observed with the first fiber. The fiber was exchange and @ 1,831 joules of use, "cap loose" was observed with the second fiber. The fiber was exchanged and @ 42,723 joules of use and 4:18 minutes "cracked fiber" was observed. The fiber was exchanged and @ 71,920 joules of use and 6:47 minutes "cracked fiber" was observed with the fourth fiber. There was no injury to patient reported. The procedure was completed with a fourth fiber. This report is for the third fiber used.